Event description:
During the last pacemaker check, it was reportedly noticed that the displayed diagnosis data related to atrial arrhythmia were inconsistent. An explanation was required. Preliminary analysis confirmed that: during the last follow-up period, all cardiac cycles were in atrial arrhythmia and the pacemaker was always functioning in fallback mode. However, the statistics indicating the time percentage in fallback mode was 1%. Investigation are ongoing.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.